Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced muscle twitching ("muscle twitching") and dyskinesia ("some jerking"). The patient was treated with essure removal scheduled on (B)(6). At the time of the report, the medical device removal, muscle twitching and dyskinesia outcome was unknown. The reporter considered dyskinesia, medical device removal and muscle twitching to be related to essure. Amendment: the report was amended on 13-feb-2019 for the following reason: significant change done. Intervention required was ticked for the event medical device removal. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced muscle twitching ("muscle twitching") and dyskinesia ("some jerking"). The patient was treated with essure removal scheduled on june 30th. At the time of the report, the medical device removal, muscle twitching and dyskinesia outcome was unknown. The reporter considered dyskinesia, medical device removal and muscle twitching to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced muscle twitching ("muscle twitching") and dyskinesia ("some jerking"). The patient was treated with essure removal scheduled on (B)(6). At the time of the report, the medical device removal, muscle twitching and dyskinesia outcome was unknown. The reporter considered dyskinesia, medical device removal and muscle twitching to be related to essure. Amendment: the report was amended on 13-feb-2019 for the following reason: significant change done. Intervention required was ticked for the event medical device removal. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.